Event description:
It was reported that during the procedure, blood was entering the surgical site. The account replaced the pump, but the bleed through continued. There was no clinically relevant delay due to this event. There are no allegations of adverse consequences for the patient.

Manufacturer narrative:
The device was received by the manufacturer for investigation. According to the quality engineer, the device had a label that said "re-processed by (B)(4) solution; not affiliated with original manufacturer." The device performed according to specifications.